Manufacturer narrative:
File identification: (B)(4). Finding/root-cause: the reported problem was duplicated and isolated to failed o2 blender p/n 15079-002. Solenoid 1 was removed found output port to be covered in debris obstructing o2 flow. Found corrosion to be coming from inside solenoid 1 due to degradation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the fio2 was not reaching 60%.